Event description:
Allegedly revised due to pain and reaction.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This is the same event as 1043534-2012-00811, 00812, and 00813.